Manufacturer narrative:
The accusensor ECG electrode is intended for use during electrocardiographic (ECG) procedures. This product is a single use, disposable device. The accusensor ECG electrodes utilized in this incident were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available. Only lot samples in unopened packages were returned to conmed corporation; therefore, an investigation on the suspect device cannot be accomplished. DHR/lhr, device history record/lot history record, review has verified that the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. There could be multiple possible causes either manufacturing or user related issues for this failure mode. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. It is unknown if there was any skin preparation prior to the utilization of this product. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. Application instructions printed on the device pouch specify the following skin preparation: "shave if needed. Cleanse skin and let dry completely. Prep site with a brisk dry rub, do not break or damage the skin surface." It is unknown how the ECG electrode was removed from the patient. A rapid removal of the ECG electrode could cause irritation/damage to the patient's skin surface. The most likely cause of this failure mode is a patient allergic reaction to a component of the device such as electrode adhesive and /or gel. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual device samples utilized in the incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the returned devices; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed. The following medwatches are associated with each other: 1320894-2012-00001; and, 1320894-2012-00002.

Event description:
It was reported, "this product causing a skin rash and significant irritation. Patient's skin turned red ans swelled". This product is exclusively manufactured for (B)(6) by conmed and is similar to conmed product number (B)(4). The patient was not prescribed anything; however, patient was told to take some benadryl at home if rash did not get better. Photographs are not available of the skin reaction.

Manufacturer narrative:
The device is returned to conmed corporation for evaluation. Photographs have not been sent of the skin reaction. When a quality engineering investigation of this reported incident is completed a supplemental report will be submitted. This is associated with the below medwatches: 1320894-2012-00001, and, 1320894-2012-00002.